Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - unknown.

Event description:
It was reported that patient underwent a right hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014, due to wear of the polyethylene acetabular liner. The acetabular liner was removed and replaced with the same sized acetabular liner.